Event description:
It was reported the right atrial (ra) lead impedance was greater than 3,000 ohms. There was also atrial oversensing with mode switch. It was noted the pacing thresholds had remained intact but the sensing had decreased on measured p-waves to 1 millivolt. A possible conductor fracture was questioned. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.